Event description:
It was further reported that the target lesion revascularization was performed with 2 overlapping stents.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that following a stenting treatment procedure, the patient presented with a myocardial infarction and in stent restenosis. The index procedure treated the 99% stenosed, 2.25x28mm target lesion located in the distal left circumflex (lcx) artery. Treatment consisted of pre-dilation and the placement of a 2.25x32mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2010, the subject experienced chest pain with leg cramps when she woke up. Symptoms included diaphoresis, shortness of breath, sharp chest pain that radiated down her left arm and drenching night sweats but the patient denied any fever or palpitations. Exertion seemed to make her shortness of breath worse. Upon presenting to the non study care site, she was nauseous and vomiting. An ECG showed normal sinus rhythm and a possible anterolateral infarct. The patient was transferred to the study clinical care site for further evaluation and treatment. Given her new symptoms of chest pain along with previous history of coronary artery disease and stent placement, she was continued on aspirin full dose as well as therapeutic heparin and nitro drip. She was also given IV metoprolol and eventually metoprolol, 25 mg. Statin therapy with pravachol was started. The patient underwent a pci the following day revealing an 80% diameter stenosis with timi 2 flow in the mid to distal lcx. The patient was treated with balloon angioplasty and the placement of a 2.5 x 18 mm non bsc stent resulting in 0% residual stenosis and timi 3 flow. A 70% diameter stenosis was also revealed in the distal lcx with timi 2 flow which was treated with balloon angioplasty and the placement of a 2.5 x 30 mm non bsc stent resulting in 0% residual stenosis with timi 3 flow. There remained an 80-90% lesion at the origin of a small second marginal branch which was treated medically. The next day an echocardiogram showed normal lv size and systolic function with no regional wall motion abnormalities. There was no concentric left ventricular hypertrophy, moderate aortic stenosis (dimension index of 0.32) with trivial aortic insufficiency and mitral annular calcification. Normal pulmonary pressure. The patient was discharged two days post the reintervention procedure. Per the physician, the study stent was listed as "related" to the restenosis, m.I. And revascularization events.